Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that faulty drawer board in half height drawer 3.2. The field service engineer (fse) replaced the drawer board to restore proper functionality. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the power was off, possibly due to a short circuit, and the device was not detected on the bus for main drawer 3.2. There were no adverse events or injuries reported based on this event.